Manufacturer narrative:
(B)(4).   Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. Although it was reported that the device was not used, the presence of contrast media in the inflation lumen and balloon is indicative of handling beyond simply unpacking the device, as was reported. The shaft and hypotube were microscopically and visually examined. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 48cm from the strain relief with pulled material. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-feb-2017. It was reported that shaft break occurred in a segment that cannot enter the patient's body. During unpacking of a 3.00mm x 12mm nc emerge® balloon catheter, it was noted that the hub was broken. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed hypotube broke at a point that could potentially enter the patient.